Manufacturer narrative:
The pump powers up with auditory and vibration to a blank screen, ¿blank screen¿ complaint is duplicated, unable to verify steps (4,6-7,10-12). The pump¿s cover was removed, pcb inspection found a cracked upper eeprom u22 component. The pump has been returned and evaluated by product analysis on 09/23/2016 with the following findings: during investigation, the pump was powered on to a blank screen with auditory and vibratory alarms. The pump's information was unable to be downloaded due to the blank display. The keypad buttons, the display, and the black box were unable to be tested. The cover of the pump was removed to find a cracked upper eeprom u22 component on the printed circuit board.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.